Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the ventilator suddenly shut down. The customer reported the events log recorded motor fault, transducer fault, and ventilator inoperable alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint of transducer fault was confirmed. The solenoids are slow to respond. This issue will be internally investigated within vyaire.